Event description:
Rn noted that pt was not responding to initiation of dopamine drip at 1.2ml/hr for approx 2 hrs. Rn noted that drip chamber began to fill, level marked with tape. Pump found to be not infusing, air in cassette, alarm sound, but no alarm that pump not infusing.